Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal (2000 mcg/ml) at 503 mcg/day via an implantable pump for intractable spasticity and familial spastic paraparesis. The patient's medical history included cerebral palsy. The patient experienced a return of symptoms. X-rays were taken and showed that the catheter had pulled back. Catheter migration was reported. There were no falls or trauma reported and there was no known environmental, external, or patient factor that may have led or contributed to the issue. On (B)(6) 2016 the healthcare provider tried to aspirate the catheter from the side port without success. The pump had 10 months until eri (elective replacement indicator). The pump and catheter were replaced. As of (B)(6) 2016 the patient was alive with no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.